Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port was loose. Reportedly, the cable had to be held at a particular angle for the pump to charge. The customer's blood glucose level was 97 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy but also had manual injections available.